Manufacturer narrative:
(B)(4). Insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector noted during visual inspection. No stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a stuck button alarm. Blood glucose level at the time of the incident was 2.5 mmol/l. Troubleshoot for the stuck button alarm was provided. The customer was advised the insulin pump has to be replaced and to revert to back-up plan per health care provider's instruction. The product will be returned for analysis.